Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon indicated that elbows have a 7 year life span. It was reported from the notes that the representative saw there was not an issue, just age. The day or month of the primary surgery is unknown, year is 2009.